Manufacturer narrative:
Date of initial report: may 16, 2008. To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the ligasure atlas was used during a roux-en-y procedure. After the seal was completed and the device was removed from the pt, the sealed area bled slightly. The amount of bleeding was less than 200cc's. The handpiece was plugged into a ligasure system generator that was set at 2 bars of power. It was learned through follow-up with the customer that an electric knife was also used during the procedure, but the MFR of the knife was not reported.